Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested outside of the device and passed. Missing segments were noted during testing due to an open display connector. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the error alarm occurred during basal. Customer does not remember any significant events that led up to the alarm. Customer stated that the display of the insulin pump was only partially visible. Customer also stated that the insulin pump was cracked at the right corner of the case surrounding the screen. Blood glucose level was 122 mg/dl at the time of the call. No further information was provided.